Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the part for evaluation. This complaint originated from the jd power nps/brand survey. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a davinci cautery instrument caused arcing. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, issues with cautery caused arcing when not expected. No other information was provided about the procedure or issue.